Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 a physician reported that the patient¿s stoma is red, purulent, and pain is present in her left abdomen. The patient received oral pain medication novalgin. On (B)(6) 2021 it was reported the crp values had risen and the patient had a urinary tract infection. Patient receiving IV antibiotic unacid 3g. An abdominal ultrasound was performed and the result is inconspicuous. On (B)(6) 2021 the crp values are declining and the IV antibiotic unacid 3 g is given intravenously for one day. A daily dressing change is done. The patient is in the titration phase at the beginning of duodopa therapy at the hospital.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.